Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly programmed the pump's low blood glucose alert, causing the customer to experience a low blood glucose (bg) level of 68 mg/dl. The customer declined troubleshooting for the issue.